Event description:
The manufacturer received information alleging the patient woke up at 1:00 in the morning to light a cigarette and forgot they had oxygen at night. The patient burned their nose and treated it with biafine. No photos are available to show extent of the burn nor any medical report since the patient did not see anyone. The device is undamaged and functional. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.